Manufacturer narrative:
The device was evaluated by a philips distributor with no trouble found. The electronic event file was reviewed by philips. Review of the event strip provided indicates that the shock was delivered at >60 msec after the last r-wave marker as the customer reported. However, an anomaly consistent with wandering baseline preceded the shock (and throughout the event). In this case, selecting another lead with a clearer signal (without a wandering baseline) would be advised as instructed in the xl instructions for use (IFU/edition 7, publication number m4735-91900), page 7-2: when selecting an ECG lead, choose the lead that provides the clearest signal and the largest qrs complex. The device passed all performance assurance testing and has been back in use. There is no information to support that a malfunction occurred.

Event description:
The customer reported that when performing a synchronized cardioversion on a patient, the sync shock was delivered at an unexpected time on the ECG waveform. After the first synchronized shock was delivered to the patient, the patient went into ventricular fibrillation (vf). The users then delivered another shock and the patient was converted out of vf back to a perfusing rhythm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.